Event description:
Tripped over guard on x-ray foot pedal. Fell to floor on hands and knees.

Event description:
Add'l info rec'd from MFR 10/28/02: it was reported to ge that a nurse broke their right foot by stepping into the footswitch assembly, subsequently tripping and falling. This occurred while setting up for a case with a pt on the table. Further investigation showed that the nurse tripped on the footswitch protection arc. This arc is intended to provide against unintended initiation of exposure and such protection is required by the iec 601-2-7 standard. There is no field history for this type of incident with this design. It is considered state of the art to use a footswitch at the table to initiate x-ray and is part of the configuration for this device. Considering that the footswitch is on the floor, it can be a tripping hazard, but users of this system should be aware that they have chosen a system with a footswitch.